Event description:
It was reported that this implantable cardioverter defibrillator (ICD) was not connecting to the communicator. The communicator was still not connecting to this ICD after troubleshooting, and a new cell adapter was sent. It was found at a later date that this ICD reverted to safety mode. This ICD remains in service. No adverse patient effects were reported. Additional information was received. Technical services (ts) reviewed a latitude transmission and determined there was no alert that the device was in safety mode. Additional information was requested from the field. At this time, no further information was available. This investigation will be updated should further information become available in the future

Manufacturer narrative:
Additional information added to b5. H6 updated.

Manufacturer narrative:
If pertinent information is provided in the future, a supplemental report will be submitted.

Event description:
It was reported that this implantable cardioverter defibrillator (ICD) was not connecting to the communicator. The communicator was still not connecting to this ICD after troubleshooting, and a new cell adapter was sent. It was found at a later date that this ICD reverted to safety mode. This ICD remains in service. No adverse patient effects were reported.